Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope, during preventive maintenance, was found to have retained three to five plastic single pigtail (stent), no barb stent dropped out the distal tip. The issue was identified during sedation, device inside patient, with a prolonged procedural delay for less than 30 minutes. The endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure was successfully completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause was due to the channel was found to have tear and kink marks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.